Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 250cc mentor smooth round moderate plus profile saline breast prostheses and experienced generalized illness symptoms including neck, back hip pain, migraines, fatigue, low sex drive, brain fog, vertigo, red eyes, sinuses infections, swollen hands, swelling body, black circles under the eyes, frequent urination, irritability, inability to sleep, and hair loss post-operatively. It was indicated the patient underwent an unspecified surgical intervention, resulting in a biopsy which returned normal results. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.